Manufacturer narrative:
Concomitant medical product: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they removed the tape from their back and now thinks they removed some stitches or pulled on the lead wires because they were in pain; patient said it was outer nerve or surface pain. They then reported pain with movement and when going to the bathroom; they also feel a pulling sensation in their back. As a result of what was reported, the patient was advised to reach out to their healthcare provider (hcp). Five days later, patient said their symptoms were worse today than yesterday. The call agency noted the patient was showing a 50% in one area so their hands were tied with respect to making adjustments. As a result of what was reported, the patient was instructed to talk to their hcp or sales representative (rep). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter who said the "patient underwent stage 2 implant as scheduled."